Event description:
During the recovery of an unstable heart surgery patient, the 4 channel infusion pump stopped operating the machine indicated "pause - anesthesia mode locked".the infusion pump was exchanged for another pump immediately - patient care was not interrupted. No harm to patient